Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: 7103268/7103366. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, batch: 27690420.

Event description:
It was reported that the patients pocket site was bothersome. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.